Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the connector was disconnected from the tubing. It was also found that the tubing end, which is added to the universal connector had pip residue. A dimensional inspection was performed and the internal diameter of the universal connector and the external diameter of the tubing were found to be within specifications. Based on the investigation performed, the reported complaint was confirmed. A non-conformance was opened to further investigate the disconnection issue.

Event description:
The customer alleges that one end of the device fell apart under pressure. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for review. The device history record of batch number 74a1603214 that belongs to catalog number 1884 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed due the lack of sample. If the device sample becomes available, this investigation will be updated with the evaluation results.

Event description:
The customer alleges that one end of the device fell apart under pressure. No patient injury/harm reported.